Manufacturer narrative:
H.6. Investigation: the complaint investigation for false positive results and reader saturation error code with the bd sars-cov-2 reagents for bd max¿ system (ref. (B)(4)) lots 0164161 and 0168215 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Review of the manufacturing records of bd max sars cov-2 indicated that the qc results met the specification for release and use. Customer reported reader saturation error code and false positive results with the bd sars-cov-2 reagents for bd max¿, which gave negative results when tested with reference method (vivalytic bosch). Customer provided three runs (run#3566, #1517 & #1519) for analysis containing 3 positive results, but no reader saturation warning error code. Analysis of the curve from the first positive sample, run #3566, position a8, show a true amplification for n1 and n2 (CT value around 33 and endpoint more than 1000). The curve from the second sample, run 1517, position a12, show a later amplification for n2 target (CT value around 36 & endpoint value around 300) and a small amplification for n1 target but enough to be called positive. The curve from the third sample, run#1519, position a1, show a true amplification for n1 target but no amplification for n2 target. The three samples showed amplifications without anomalies or glitches, there are probably true positive results at the limit of detection (lod) of the assay. The most probable cause of the discrepancies between the different method is the sensitivity of the reference method (vivalytic bosch) compared to the bd sars-cov-2 reagents for bd max¿ system. Moreover, another cause is that two different sample from the same patient but taken at different times, could explain these discrepancies. Finally. Even if no reader saturation error code was found in the data provided by the customer, this is a know issue with the bd sars cov-2 assay. Indeed, several complaints for reader saturation warning codes issues were received and analysis of the various database revealed evidence of similar pattern. The initial fluorescence in the n1 target with the bd sars cov-2 reagents is higher than all other assays, generating some samples reaching the maximum possible fluorescence value at the beginning of the pcr run, resulting in a reader saturation warning code. In all cases, the product design, with contribution of the instrument, are suspected to be in cause. The design of the probe used in the assay is known to give a higher background in the fluorescence signal. Complaint verification showed a complaint trend on bd sars-cov-2 reagents for bd max system lots for reader saturation error code and no complaint trend for lots 0164161 and 0168215 on false positive results issue. The root cause for the false positive result was not identified. The root cause for reader saturation error code is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA#1632720) is already initiated to investigate the root cause about reader saturation error code and some mitigation actions are already being addressed.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using vivalytic bosch test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact. Eua #: eua200159.

Manufacturer narrative:
The original awareness date is (B)(6) 2020. However additional information was received on 2020-10-05 that changed the reportability. (B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0164161. Medical device expiration date: 2020-11-30. Device manufacture date: 2020-06-12. Medical device lot #: 0168215. Medical device expiration date: 2020-12-06. Device manufacture date: 2020-06-16. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Eua #: (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using vivalytic bosch test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact. Eua #: (B)(4).